Manufacturer narrative:
The device remains implanted. The relationship between the device and the cause of the stenosis is currently unk.

Event description:
On (B)(6), 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair and a reported case of recurrent stenosis. Details of the event are provided below. It was reported that an (B)(6) male pt had a left internal carotid endarterectomy on (B)(6), 2013. At the f/u 1-3 months visit, stenosis was found to be 60-79%. At the f/u 6 month visit on (B)(6), 2014, stenosis was found to be 80-99%. A left internal carotid artery stent was placed followed by balloon angioplasty on (B)(6), 2014. The pt was taken to recovery in stable condition and medical records indicate that the stenosis has been resolved.